Event description:
The customer reported that their device had its service indicator illuminated. After an evaluation by a third party service agent, it was observed that the customer's device had logged a critical event code which effects defibrillation therapy delivery.there was no patient use associated with the reported failure.

Manufacturer narrative:
The third party service agent advised physio-control that after replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device has since been returned to the customer for use.the device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.